Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: review of the black box for (B)(6) 2018 is not available. The available black box shows several unexplained power-on-reset events leading to delivery interruptions. No moisture/corrosion was observed in the battery compartment. No damage was found to the battery compartment. The returned battery cap had stripped threads and was unable to attach to the pump properly. The alleged power issue was duplicated with the damaged battery cap on the pump. A test battery cap was able to fully attach to the pump with no yellow o ring showing and was used to complete a 24 hr duration test without and power-on-reset events duplicated during this time. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms or warnings occurred during testing. There was no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the cartridge compartment was damaged at the threads.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 357mg/dl, with polyuria, and polydipsia, associated with an alleged power damage issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed there was intermittent power due to a cracked battery compartment, and the battery compartment cap was unable to tighten to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.